Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that the anvils could not be closed completely on the initial clamping stroke. This was an indication that the loading unit anvils were deformed at the clamping feature. The jaws were open. Functionally the loading units were loaded into a post market vigilance instrument, the interlocks were over ridden, and the loading units were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of deformed clamping mechanism that has no relationship to the reported condition. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic pulmonary lobectomy, the jaws of the two reloads locked on tissue but was able to be taken out normally. New staples were used to complete the case. There was no patient injury. The surgery was converted from laparoscopic to open unrelated to the reported device.